Event description:
Port-a-cath inserted on (B)(6) 2006 was used for chemotherapy. A port a cath study on 0(B)(6) 2009 confirmed that there was a leak with complete extravasation of the contrast from a hole adjacent to the medical end to the right clavicle. The pt was taken to the operating room for replacement of the device on (B)(6) 2009. A new port-a-cath was then inserted.